Event description:
It was observed that during the device evaluation, the duodenovideoscope showed a burned forceps holder and peeling of adhesive of the lightning lens. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the likely cause of the damaged adhesive found during the device evaluation is traced to component failure from stress. It is presumed the probable cause of the burnt forceps holder is due to using a high-frequency instrument without maintaining sufficient distance from the tip. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.